Event description:
It was reported that there was possible premature battery depletion. It was further reported that the battery longevity estimation decreased two years in approximately three months. It was also reported tha tthe ventricular lead has chronic low impedances and there has been an increase in low impedance paces. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was possible premature battery depletion. It was further reported that the battery longevity estimation decreased two years in approximately three months. It was also reported that the ventricular lead has chronic low impedances and there has been an increase in low impedance paces. The device and lead remain in use. No patient complications have been reported as a result of this event. On (B)(6) 2013 additional information received reported chronic low atrial impedance. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. It was noted the right ventricular safety margin is three times the right ventricular pacing amplitude which varies considerably. It also noted that the pacing current for this patient is high and longevity estimate is as expected.

Event description:
Additional information was received and reported the implantable pulse generator (ipg) was explanted and replaced and the leads were capped and replaced with transvenous leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4951m implantable pacing lead (B)(6) 2004.